Manufacturer narrative:
The sodium electrode lot number and expiration date were not provided. The alarm trace showed frequent abnormal sample probe aspiration alarms. The field service engineer (fse) found traces of serum in the dilution cup. The fse replaced the dilution cup, checked the electrodes, primed the reagents, and cleaned the sipper. The investigation is ongoing.

Event description:
There was an allegation of questionable sodium electrode results for 1 patient sample on a cobas pro ise analytical unit. The initial result from module 1 was 133 meq/l. The sample was repeated on module 2 the result was 139.5 meq/l. An additional repeat value of 133.4 meq/l was provided, but clarification on which module was used for this measurement was not provided.

Manufacturer narrative:
The root cause of the event was found to be consistent with pre-analytical sample handling issues. The investigation did not identify a product problem.